Event description:
During replacement of generator, it was noted that there was high lead impedance. It was then reported that a vns patient had a mass present at the neck level. Patient underwent surgery to replace battery that was at end of service. When an echography was performed and it confirmed that a mass was present near the lead. Relationship of high impedance and mass are unknown at this time. Good faith attempts to obtain additional information from the surgeon on the exact causes of the reported events have been unsuccessful to date.

Manufacturer narrative:
Device failure suspected.